Event description:
The customer stated vrtx error 0002 in task 40 occurred on the axsym analyzer after installing the drugs of abuse (doa) assay disk version 8.0, editing the cutoff parameters, and running an amphetamine assay. The customer was instructed to keep the default settings to avoid the error. No impact to pt management was reported.

Manufacturer narrative:
This an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.